Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 transmitter would not pair with their g5 application. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).